Event description:
The user facility reported that the flaps at the distal end (duodenal end) of the subject had been dissolved in the pt during a 6 month hospital stay. The facility reportedly could not found the flaps under x ray. It was reported that the subject device was retrieved from the pt and was discarded. The outcome of the pt is unk.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed information without success. The device referenced in this report was not returned to olympus medical systems corp (omsc) for evaluation, since the facility discarded the device. However, there were no abnormalities related to the event in the manufacturer record of the same product in past one year. The device instruction manual warns users that" after placing a stent, periodically check the condition the conditions of the stent and its implantation. Depending on the condition or internal environment of the pt body, material deterioration of the placed stent over time can result in another detachment of side flap(s). That possibility is in increasing the longer the stent is placed in the duct." This report is being submitted as an MDR in an abundance of caution.